Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.